Event description:
It was reported that foreign matter was found on the catheter of a bd pegasus safety closed IV catheter system after opening the unit package. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the catheter of a bd pegasus¿ safety closed IV catheter system after opening the unit package. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that foreign matter was found on the catheter of a bd pegasus¿ safety closed IV catheter system after opening the unit package. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: the batch record was reviewed, no related abnormalities were found, additionally a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, yellow foreign material was observed in the sample provided. Located in the inner wall of the extension tubing the material was found to be a yellow oil-like substance that had coated the interior of the device. According to our current auto-line assembly process, where this device was manufactured, there is no utilization of lubricant on the pin and fixture and only a single drop of isopropyl alcohol on the extension tubing before it is assembled with the metal wedge. Investigation conclusion: in conclusion, based on the current investigation, it is the first time suzhou plant suffered this kind of failure mode. Suzhou plant will monitor and continue to collect information.